Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported device faulted during testing for the annual pm and the volume was over the maximum limit. There was no patient involvement.

Manufacturer narrative:
D9: date returned to manufacturer: 12-dec-2024. H3: one device was received for evaluation. The device had not been serviced in the past, no service history to review. Visual inspection found a worn upstream occlusion (uso) seal, scratched rare label and peeling downstream occlusion (dso) seal. The customer¿s reported problem was duplicated through visual inspection. The root cause of the issue was normal wear and tear. The dso seal, uso seal, real label were replaced to solve the issue.